Event description:
It was reported that this right ventricular lead exhibited high out-of-range shock impedance measurements at the last interrogation. At this time, the rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out-of-range shock impedance measurements at the last interrogation. At this time, the rv lead remains in service and no additional adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.